Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak complaint is unconfirmed. This is not consistent with the reported adverse event/incident. The distal diameter of the right common iliac artery measured 43 mm. Per the IFU, the recommended range is 10¿23 mm, indicating off-label iliac anatomy. There was concomitant use of a non-endologix stent in the right common iliac artery making this off label. It is unlikely this contributed to the reported event. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) and a right common iliac artery aneurysm (ciaa). A gore excluder leg (non-endologix) was deployed from the right common iliac artery (cia) to the external iliac artery (eia) from the right access and then ballooning was performed. An afx2 bifurcated stent graft (bsg) was then deployed via the left access. Ballooning was performed at the right cia junction before releasing the contralateral wire. Then an afx vela suprarenal was deployed just below the left renal artery. It was noted that there was no resistance encountered when retrieving the device. Ballooning was performed at the junction of the afx2 bsg left leg and vela suprarenal at the proximal neck. An angiography confirmed an endoleak around the aortic bifurcation. Angiography was performed inside the graft and it was confirmed that there was blood flow to the outside of the graft near the aortic bifurcation. A type iiib endoleak was confirmed. Blood did not flow into the aneurysms, and it was noted that it was a little amount of blood. Therefore, the procedure was completed, and the patient will be monitored. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.